Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 507 mg/dl and the current blood glucose level was 341 mg/dl. The customer was treated with bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported symptoms such as nausea. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. (B)(4).